Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: based on the information received patient factors and surgical technique may have contributed to the event.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the 25mm valve was explanted and replaced with a smaller 23mm valve. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm pericardial aortic valve, implanted in the pulmonary position one (1) day, was explanted. The patient underwent initial pulmonic valve replacement due to insufficiency and right ventricular dilation. A 25mm pericardia valve was placed into the rvot in the orthotopic position. The anterior portion of the rvot and main pulmonary artery were augmented with a bovine pericardial patch. Postoperative echo showed good biventricular function and no obstruction to the rvot. On postoperative day one (1) the patient had developed left ventricular dysfunction and lactic acidosis. Catheterization of the coronary arteries revealed obstruction of the left anterior descending, but good collateral flow in the distal lad. The 25mm was removed. There were no signs of obstruction of the lad that they could see externally. A 23mm pericardial aortic valve was placed in the orthotopic position. An on-table angiogram demonstrated flow in the lad with no signs of obstruction. The patient tolerated the procedure well and was transferred to the ICU in critical condition.